Event description:
I had a bladder sling implanted at the same time I had my hysterectomy in (B) (6) 2008. The sling was a linx sling from the manufacturer boston scientific. In (B) (6) 2010, I started having pelvic pain, so I went to my gynecologist. They discovered that the sling had eroded into my vagina wall. I went back to the urologist who had placed the sling and ended up having surgery on (B) (6) 2010. He removed the part of the sling that was coming through my vagina and replaced good tissue there to help the healing. Now, for some reason, I am urinating through my vagina instead of my urethra. He hasn't found out why yet because I am still so swollen and sore. Dates of use: (B) (6) 2008 - (B) (6) 2010. Diagnosis or reason for use: urine leaking.